Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and generator battery pack wer evaluated and replaced. The voltage on ps1 power supply was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system did not boot up completely. There is no report of death or serious injury.